Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 6fr xb lad 3.5 stent: 3.0 x 26 resolute stent. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hypotension, ischemia and death as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with frailty and decline in health per patient medical history and per physical performed at patient admission. During the procedure to treat a heavily calcified lesion in the mid left anterior descending (lad) coronary artery to diagonal coronary artery with high-grade disease, pre-dilatation then atherectomy were performed, resulting in a perforation in the diagonal. While the perforation appeared to initially be sealed via inflations with a 2.25 x 20 mm balloon then a 2.5 x 20 mm balloon, echocardiogram showed very small pericardial effusion. Additional dilatation attempts were made but no balloons were able to cross. After additional atherectomy, then dilatation, perforation reoccurred. The patient became hypotensive. Pericardiocentesis was performed, with a drain inserted, and the patient somewhat stabilized. A lesion in the distal lad was then stented with a 3.0 x 26 mm non-abbott stent. Distal flow was sluggish throughout the procedure. A 2.8 x 16 mm graftmaster covered stent system was advanced via right femoral artery access into a 6fr non-abbott guiding catheter, but failed to cross the lesion due to patient anatomy and due to the bulkiness of the graftmaster stent. Prolonged balloon inflations then sealed the perforation and all pericardial effusion was confirmed to have been successfully aspirated, however, hypotension and sluggish distal flow worsened and the patient became asystolic. Despite resuscitation attempts, the patient expired in the cath lab due to severe coronary artery disease. Reportedly, the failure to cross did not cause or contribute to the patient outcome. No additional information was provided.